Event description:
It was reported that log file review captured no external power alarms while connected to a mobile power unit (mpu), however, the pump was supported by the controller's internal backup battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed. The log file captured no external power alarms on (B)(6) 2022 from 21:36:37 to 21:36:38, 21:42:05 to 21:42:06, and 21:59:45 to 21:59:46 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. Multiple requests were made to obtain additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard, low voltage advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.